Event description:
On (B)(6) 2022 the customer reported obtaining non-reproducible troponin I (access high sensitivity troponin I, part number b52699 and lot number 125377) results for one patient sample. The customer reported that the initial test result was questioned because the sample did not dilute linearly. Initial results were over range and the on-board dilution result was reported as <22,950 pg/ml. The laboratory then performed a manual dilution and obtained a lower result. The customer reported a change to patient management which occurred in connection with this event. The customer reported that the patient was admitted to the hospital and a cardiac work up was performed. Details of the cardiac work up were requested by beckman coulter but were not provided. System performance indicators such as system check and calibration were passing within specifications at the time of the event. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. Sample tube collection type was lithium heparin plasma tubes. Sample was centrifuged on an automation line; customer did not know centrifugation time of speed. No sample issues were noted. No further sample information was provided.

Manufacturer narrative:
The full patient identifier for this case is (B)(6). The customer did not provide patient demographics such as date of birth, weight, ethnicity or race. The hstni (access high sensitivity troponin I) reagent was not returned for evaluation. System performance indicators were passing within specifications at the time of the event. Patient samples were submitted to the beckman coulter complaint handling unit (chu) for interference testing. Interference testing showed results significantly lower when sample was run diluted. Result recovery was also decreased when testing with hbr and polymak blockers as well as pbs control. Because result recovery was decreased with pbs control in addition to hbr and polymak blockers, presence of patient-source interference could not be confirmed. In conclusion, the cause of this event cannot be determined with the available information.